Event description:
It was reported that during the implant procedure, the physician's suture slipped off the suture sleeve and it was tied down tightly to the lead body. After loosening the tie, the physician noted a break/depression in the lead insulation and was not comfortable keeping the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).